Manufacturer narrative:
Pump had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system alarm test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. The motor was tested outside of the device and passed.

Event description:
It was reported the insulin pump alarmed motor error. The customer¿s blood glucose level was 399 mg/dl at the time of the incident. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.